Event description:
It was reported that the patient is experiencing issues with an inflatable penile prosthesis(ipp) pump performing consistently. The surgeon claims that he can inflate the device if he positions the pump in a particular way. The pump will deflate the device well, but not inflate it. The patient cannot work the device at all. The surgeon claims that he did everything correctly at the time of implant and the device was cycling effectively at the time of surgery. A patient outcome of stable was reported. Additional information received that the patient was having difficulty with the pump and was asking if a pattern was noticed in the occurrence. Future action for the patient is undecided.